Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1132 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after identifying the venepuncture site we proceeded with the insertion of the catheter-over-needle cannula in the vein, to allow insertion of the guidewire. Once inserted the catheter and receiving a backflow of blood, was not entirely happy with the successful positioning and removed the peripheral catheter to re-attempt. On removal of the device, the stylet needle and the cannula connector came out but the plastic cannula was not retrieved (only the plastic intravascular portion of the peripheral catheter). The removal manoeuvre was extremely gentle and no resistance was felt at any stage and no irregular (twisting...) Motion was performed. The cannula could not be found at the bedside. We therefore performed an ultrasound and I think we could see the cannula in intravascular position at the site of insertion. It was completely intravascular. Attempts to locate and remove this lost plastic cannula have been unsuccessful and management of the patient is currently conservative with ongoing monitoring. Their condition is stable.